Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion on (B)(6) 2018, the back portion of the transforaminal posterior atraumatic lumbar (t-pal) spacer broke off while impacting into the disc space. Surgery was completed successfully with no delay. This report is for one (1) 10mm x 28mm t-pal spacer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date device received by manufacturer. Device evaluated by MFR: a product investigation was conducted. Visual inspection: the t-pal spacer (part#: 08.812.008, lot#: unknown, mfg#: unknown) was inspected at us cq. Upon visual inspection, it was observed that the t-pal spacer was broken into multiple pieces and the returned fragment was approximately 8mm long and it had the etched ce mark and approximately half of the oval slot. Other broken fragments of the t-pal spacer were not returned. No new issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the t-pal spacer and the width was measured and it falls within the specification per relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A DHR review could not be performed as the lot number is unknown. Material/hardness review: the material review was not able to be performed as the lot number is unknown. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces at the time of surgery during the process of advancing the t-pal spacer into the disc space such as force greater than its tolerance during hammering on the applicator to pivot the t-pal spacer into the final position. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no fragment generated from the broken device. The broken device was easily removed without additional intervention. The patient outcome was great. Concomitant device: impactor-standard bayoneted (part: 03.605.500, lot: unknown, quantity: 1).